Event description:
One endeavor resolute rapid exchange drug eluting stent was implanted in the mid rca during the index procedure. It was reported that an mi occurred on the day of the index procedure. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was confirmed that at the 30 day f/u, 6 month f/u, 1.5 year f/u, and 2 year f/u post the index procedure, the pt had stable angina.

Manufacturer narrative:
(B)(4). Eval: results: (mi).